Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation: risk manager. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.

Event description:
Medwatch report # (B)(4) received 02may2023: patient arrived from outside facility via wing for nstemi. Taken to cath lab for uneventful intra-aortic balloon pump installation. Post procedure roomed on cardiovascular intensive care unit. Less than 48 hours later, balloon machine console was alarming. Patient found with normal vital signs and blood backed up in helium line. Returned to cardiac cath lab for removal and placement of impella device. Patient death reported to have occurred (B)(6) 2023.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).